Event description:
After getting the essure device I had very severe pelvic and vaginal pain. This started 5 years and is still an on going problem. It has ruined my life. Making love with my husband was extremely painful until it became unbearable which had a great affect psychology. I've been through 3 gynecologists, pelvic floor physical therapy, ultrasound and all kinds of probing. Nothing relived the pain not even having scar tissue removed. No doctor could give me an answer, became a mystery to them as well because how lengthy and severe the pain had become and due to the fact no medical procedure had brought any relief. I am now in process of reviewing medical history pertaining to the matter at hand. Currently considering having them removed.